Manufacturer narrative:
The insulin pump received with blank display, problem isolated to interface board. Unable to confirm keypad unresponsive or black display anomaly due to blank display. However, found cracked keypad flex trace. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, end cap broken off, torn keypad overlay and minor scratches on display window noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has button error, blank display and unresponsive keypad anomaly. The customer's blood glucose was 150 mg/dl. The customer reported that the piece of the up arrow is broken off. The customer stated that the insulin pump was dropped. The customer also reported that the insulin pump had blank display. Troubleshooting was performed for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.